Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported tooth extraction (permanent impairment to a body structure) while an align product was being used.

Event description:
The patient reported symptoms of pain in the mouth, swollen face, facial pain, fever, gum infection and soreness. The patient visited the treating doctor office and found the patient had a pericoronitis with the operculum on the distal of tooth # 32 (lower right wisdom tooth), which appeared to be swollen, traumatized and ulcerated. To alleviate the symptoms tooth # 32 was extracted. The patient reported being prescribed clindamycin (antibiotic) to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners and is currently getting better.